Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While receiving assistance with programming the insulin pump's setting, the customer reported having a blood glucose level of 400 mg/dl. Customer was not wearing the insulin pump at the time of the call. No further info was provided.